Event description:
It was reported that pocket infection was observed. Device was explanted and a new temporary external pacemaker was used for temporary pacing. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.